Event description:
During a percutaneous disectomy on l4-l5, the cannula broke. It was clamped and removed, as verified under fluoroscopy. The procedure was completed with back up equipment. There were no adverse consequence as a result of this malfunction.

Manufacturer narrative:
The product has been received, however, the investigation has not yet begun.